Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the intermittently image signal was likely caused by a malfunction with the digital video interface output. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated by an olympus field service engineer. The reported problem was not duplicated. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image signal with digital video interface output connection was intermittently defective. The problem, as reported to olympus, was identified during a diagnostic endoscopy procedure. There was a procedure delay of 15 minutes while the patient was under general anesthesia. There was no adverse effect to the patient associated with the delay. The intended procedure was completed using a different video processor. There was no patient injury, associated with the problem, reported to olympus. This is report 1 of 3 due to multiple events reported.